Event description:
According to the account, the device was turning off and on during a surgical procedure. No user injury was reported, and no adverse consequences were alleged with this event.

Manufacturer narrative:
The handpiece was received by the manufacturer, the device was not recognized by console during testing and further evaluation could not be performed; therefore, the reported failure could not be duplicated. Internal components were evaluated and a damaged motor cartridge was found to be sticking out of the motor housing, this is the suspected cause of the run-on condition.